Manufacturer narrative:
The cello balloon catheter was returned for evaluation. Visual inspection revealed no damages to the catheter. However, upon the initial inflation by the customer of a 100% contrast mixture and subsequent inflation were conducted using other contrast mixtures ratios. Based on this information the cause of the slow deflation issue was determined to be the use of this initial improper inflation medium. Per the cello instructions for use (IFU): "prepare balloon inflation media by mixing contrast with saline (50% by volume or equivalent to 150mg/ml iodine)." The lot history record of the reported lot number has been reviewed and no quality issues were noted. (B)(4).

Event description:
Medtronic received information that during the preparation for an acute ischemic stroke, the physician experienced exceptionally long deflation times with the balloon guide catheter (bgc). It was used with several (5-7) different types of contrast to saline ratios and all incurred deflation times over 1 minute long. The device was not used to treat the patient. The 1st injection was made with 100% contrast. Later switched to 50/50, same slow deflation times observed with the 50/50 mixture. There was no friction or difficulty during the inflation/deflation. The bgc did not have any damage. The patient was ultimately treated with tissue plasminogen activator (tpa) only.

Manufacturer narrative:
The device has been received and is currently under investigation. A supplemental report will be submitted once the investigation is complete. The lot history record of the reported lot number has been reviewed and no quality issues were noted. (B)(4).